Event description:
While setting up a shoulder arthroscopy case, the hose for the spider limb positioner that was attached to an open tank of nitrogen blew a hole in it and caused a loud, ringing sound.